Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy on stomach transection, the stapler was able to fire. The staple line was incomplete distally. Three of the cartridges of the same box stopped working at half of the length. The surgical time was extended by 30 minutes or more. They used a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted that the reloads were partially fired with the interlocks engaged. The jaws were open. Staple pushers were visible at the 1cm cut line on two instruments, and at the 2cm cut line on the third. Functionally the each reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the each reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further acti ons have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.